Event description:
The customer reported repeated occlusion alarms. Despite these alarms, there was no adverse impact on their blood glucose levels. The customer resolved the issue for most alarms by removing the cartridge, reinserting it, and ensuring proper insulin flow. Tandem technical support recommended a replacement, the customer stated they would continue using the current pump until the replacement arrived.